Event description:
Thirty-three year old male had inflatable penile prosthesis implanted in 5/84. Implant not placed at this hosp, no ID info found other than name of implant. Physician states prothesis had 19cm cylinders with 2cm rear tip extenders on each side. Prosthesis was sent home with pt at his request after removal.